Manufacturer narrative:
Reporter and reporter information: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the self-check could not be completed due to a low battery warning. There was no patient involvement.